Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported internal battery charging issue and revealed the occurrence of system fault 186 alarms indicating a loss of communication with expiratory flow sensor. Based on all available evidence and complaint investigations of a similar nature, the reported internal battery charging issue was most likely due to a software issue and the system fault 186 was due to physical damaged of the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to charge. There was no patient injury reported as a result of this incident.